Event description:
It was reported that during a cartridge and tubing change, priming did not produce insulin drops and the user then observed a cracked insulin cartridge with a small amount of insulin leaked into the pump chamber, which the user attributed to dropping the cartridge prior to insertion. Customer care provided support that included remote troubleshooting and education advising chamber cleaning with a lint-free cloth, drying prior to use, discarding the cracked cartridge, and proceeding with a new cartridge. Investigation of this case revealed that the issue was consistent with a damaged cartridge and resultant leak affecting priming, with the pump chamber contamination addressed through cleaning. No clinical symptoms or user injury reported. Outcomes included no impact to health and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage to the cartridge.